Event description:
A caller reported receiving alarm 2 followed by alarm 26 on their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support instructed the caller to disconnect from the site and advised specific pump troubleshooting steps, including the loading of a new cartridge, although the caller chose not to complete the troubleshooting process due to time constraints. Ultimately, it was decided to replace the pump, which was still under warranty. A replacement pump with updated software was sent, and the caller was provided with instructions for storage mode and the return process for the problematic pump. The caller acknowledged the information and steps to be taken upon receiving the replacement.